Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review revealed no previous service events were related to the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:15. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement; therefore, no patient injury or medical intervention is reported. This involved an unremediated infusion pump with user interface module master software version 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:15 was confirmed, but not duplicated by baxter service personnel. The root cause of this condition was determined to be a defective pump module unit. The pump module unit was replaced to correct this condition. Additional information: a device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.